Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported experiencing shocking in the upper right buttock about 2-3 times per day, the patient's ins is located in the left buttock. The patient denies any falls or trauma that could be related to this issue and the patient is unsure if the shocking is associated with particular movement or position. The patient stated that the shocking started last week. The patient was advised to follow-up with her healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.